Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) pen did not inject-liquid was not delivered into their body and remained outside [device failure]. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks [needle issue] patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body [wrong technique in device usage process]. Doctor prescribed 0.25mg from the 1st to the 4th week: 19 clicks; 0.50 from the 5th to the 8th week: 37 clicks; 1.00 from the 9th week onwards: 75 clicks for type2 diabetes [off label use]. Stores the device with the needle attached [product storage error]. Patient says they have been without medication for two weeks, as they were instructed [drug dose omission by device]. Patient continued injecting even after noticing repeated leaks [device use error]. Case description: this serious spontaneous case from brazil was reported by a consumer as "patient became desperate and devastated(feeling of despair)" beginning on (B)(6) 2025, "pen did not inject-liquid was not delivered into their body and remained outside (device failure)" beginning on (B)(6) 2025, "liquid leaks through the needle (twice with 19 clicks); once with 37 clicks(needle leak)" with an unspecified onset date, "patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body(wrong technique in device usage process)" beginning on (B)(6) 2026, "doctor prescribed 0.25mg from the 1st to the 4th week: 19 clicks; 0.50 from the 5th to the 8th week: 37 clicks; 1.00 from the 9th week onwards: 75 clicks for type2 diabetes(off label use)" beginning on (B)(6) 2025, "stores the device with the needle attached(device stored with needle attached)" with an unspecified onset date, "patient says they have been without medication for two weeks, as they were instructed(drug dose omission by device)" beginning on (B)(6) 2026, "patient continued injecting even after noticing repeated leaks(device use error)" with an unspecified onset date, and concerned a 62 years old female patient who was treated with poviztra flextouch 1.0 mg (semaglutide 1.34 mg/ml) from (B)(6) 2025 for "type 2 diabetes", , novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", dosage regimens: poviztra flextouch 1.0 mg: ?? (B)(6) 2025 to not reported (0.25 mg via 19clicks), not reported to not reported (apply 0.50 from the 5th to the 8th week: 37 clicks), not reported to not reported (1.00 from the 9th week onwards: 75 clicks.); novofine plus 4mm (32g): current condition: type 2 diabetes. Since (B)(6) 2025, the patient was prescribed poviztra after diagnosis of type 2 diabetes, with the following dosing schedule: "0.25mg from the 1st to the 4th week: 19 clicks; apply 0.50 from the 5th to the 8th week: 37 clicks; 1.00 from the 9th week onwards: 75 clicks." The patient reported experiencing serious problems-in the first week they were able to administer the 19 clicks without any issue (the doctor had taught them how to use the needle correctly, how to inject, and how to count the clicks). In the second week they did everything the same, changed the needle, checked if it was crooked, but when injecting the liquid was not delivered into their body and the liquid remained outside; they report being devastated, tried again and the same error occurred again and they did not try further, having actually lost 38 clicks. In the third week everything worked, but yesterday ((B)(6) 2026) again the medication did not enter their body. The patient became desperate and began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body. The patient reported they do not know whether the medicine will have any effect this way. The patient reported that on the fourth time it worked; but on the fifth time, the liquid leaked, the patient explains they had the impression that the liquid leaks through the needle (twice with 19 clicks); once with 37 clicks. It was reported that medication was leaking "from the little side of the needle, it seems a bit open, there is liquid left on the side. On the second time, patient injected once and it leaked; with the same needle, tried another injection, but it leaked again. Patient continued injecting even after noticing repeated leaks. It was reported that the poviztra presented leakage after the second injection. On (B)(6) 2026, patient says they have been without medication for two weeks, as they were instructed not to use this device anymore. When describing how the injection is performed, they told: took it out from refrigerator, remove the needle seal and the pen cap, put on the needle, count the clicks, inject about 8 cm away from the navel and press at the site until the liquid goes down and enters the blood stream. The patient does not reuse needles and disposes of them after use. The product was not frozen. The patient is in possession of the medication. It was reported patient stored the device with the needle attached. Batch numbers: poviztra flextouch 1.0 mg: rp5s827, rp5s827, rp5s827. Novofine plus 4mm (32g): re61780-2. Action taken to poviztra flextouch 1.0 mg was not reported. The outcome for the event "patient became desperate and devastated (feeling of despair)" was not reported. The outcome for the event "pen did not inject-liquid was not delivered into their body and remained outside (device failure)" was not reported. The outcome for the event "liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak)" was not reported. The outcome for the event "patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body (wrong technique in device usage process)" was not reported. The outcome for the event "doctor prescribed 0.25mg from the 1st to the 4th week: 19 clicks; 0.50 from the 5th to the 8th week: 37 clicks; 1.00 from the 9th week onwards: 75 clicks for type2 diabetes (off label use)" was not reported. The outcome for the event "stores the device with the needle attached (device stored with needle attached)" was not reported. The outcome for the event "patient says they have been without medication for two weeks, as they were instructed (drug dose omission by device)" was not reported. The outcome for the event "patient continued injecting even after noticing repeated leaks (device use error)" was not reported. Reporter's causality (poviztra flextouch 1.0 mg) - patient became desperate and devastated (feeling of despair): unknown. Pen did not inject-liquid was not delivered into their body and remained outside (device failure): unknown. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak): unknown. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body (wrong technique in device usage process): unknown. Doctor prescribed 0.25mg from the 1st to the 4th week: 19 clicks; 0.50 from the 5th to the 8th week: 37 clicks; 1.00 from the 9th week onwards: 75 clicks for type2 diabetes (off label use): unknown. Stores the device with the needle attached (device stored with needle attached): unknown. Patient says they have been without medication for two weeks, as they were instructed (drug dose omission by device): unknown. Patient continued injecting even after noticing repeated leaks (device use error): unknown. Company's causality (poviztra flextouch 1.0 mg) - patient became desperate and devastated (feeling of despair): unlikely. Pen did not inject-liquid was not delivered into their body and remained outside (device failure): possible. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak): possible. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body(wrong technique in device usage process) : possible doctor prescribed 0.25mg from the 1st to the 4th week: 19 clicks; 0.50 from the 5th to the 8th week: 37 clicks; 1.00 from the 9th week onwards: 75 clicks for type2 diabetes(off label use) : possible. Stores the device with the needle attached (device stored with needle attached): possible. Patient says they have been without medication for two weeks, as they were instructed (drug dose omission by device): possible. Patient continued injecting even after noticing repeated leaks (device use error): possible. Reporter's causality (novofine plus 4mm (32g)) - patient became desperate and devastated (feeling of despair): unknown pen did not inject-liquid was not delivered into their body and remained outside (device failure): unknown. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak): unknown. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body(wrong technique in device usage process) : unknown doctor prescribed 0.25mg from the 1st to the 4th week: 19 clicks; 0.50 from the 5th to the 8th week: 37 clicks; 1.00 from the 9th week onwards: 75 clicks for type2 diabetes(off label use) : unknown. Stores the device with the needle attached (device stored with needle attached): unknown. Patient says they have been without medication for two weeks, as they were instructed (drug dose omission by device): unknown. Patient continued injecting even after noticing repeated leaks (device use error): unknown. Company's causality (novofine plus 4mm (32g)) - patient became desperate and devastated (feeling of despair): unlikely. Pen did not inject-liquid was not delivered into their body and remained outside (device failure): possible. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak): possible. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body (wrong technique in device usage process): possible. Doctor prescribed 0.25mg from the 1st to the 4th week: 19 clicks; 0.50 from the 5th to the 8th week: 37 clicks; 1.00 from the 9th week onwards: 75 clicks for type2 diabetes (off label use): possible. Stores the device with the needle attached (device stored with needle attached): possible. Patient says they have been without medication for two weeks, as they were instructed (drug dose omission by device): possible. Patient continued injecting even after noticing repeated leaks (device use error): possible. Current location of device and period of use: unknown. References included: reference type: (B)(4) company number. Reference ID#: (B)(4). Reference notes: since last submission the case have been updated with the following: new event added (stores the device with the needle attached, device use error and drug dose omission by device). Start date of the event off label use updated. Annex a updated. Device narrative updated. Narrative updated accordingly. Preliminary manufacturer comment: 27-jan-2026: the suspected product poviztra flextouch and novofine plus needle has not been returned to novo nordisk for evaluation. No conclusion reached. Product handling errors such as dosing the medication by using clicks, storing the device with needle attached and rubbing the injection site after injection can affect the dosage. Company comment: feeling of despair is assessed as unlisted event according to the novo nordisk current ccds in poviztra flextouch. Patient did not got the dialled dose due to device malfunction and became desperate and devastated. However, the product has not been returned to novo nordisk for evaluation. No conclusion reached on functionality of device. With available limited information, causality with poviztra flextouch is assessed as unlikely related. This single case report is not considered to change the current knowledge of the safety profile of poviztra flextouch.

Event description:
Case description: reporter's causality (poviztra flextouch 1.0 mg) - patient became desperate and devastated (feeling of despair): possible. Became very unwell because they were without treatment for two weeks and that their entire treatment was disrupted due to the problem(unwell): possible. Pen did not inject-liquid was not delivered into their body and remained outside (device failure): unknown. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak): unknown. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow en-ter their body (wrong technique in device usage process): unknown. Weakness(weakness): possible. Dizziness(dizziness): possible. Doctor prescribed poviztra for type2 diabetes with 0.25mg: 19 clicks; 0.50: 37 clicks; 1.00: 75 clicks and then prescribed 1.7mg without completing 4 doses of 1mg (off label use): unknown. Stores the device with the needle attached (device stored with needle attached): unknown. Patient has been without medication for two weeks (drug dose omission by device): unknown. Patient continued injecting even after noticing repeated leaks (device use error): unknown. Poviztra liquid leaked (device leakage): unknown. Company's causality (poviztra flextouch 1.0 mg) - patient became desperate and devastated (feeling of despair): unlikely. Became very unwell because they were without treatment for two weeks and that their entire treatment was disrupted due to the problem(unwell): unlikely. Pen did not inject-liquid was not delivered into their body and remained outside (device failure): possible. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak): possible. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow en-ter their body (wrong technique in device usage process): possible. Weakness(weakness): possible. Dizziness(dizziness): possible. Doctor prescribed poviztra for type2 diabetes with 0.25mg: 19 clicks; 0.50: 37 clicks; 1.00: 75 clicks and then prescribed 1.7mg without completing 4 doses of 1mg (off label use): possible. Stores the device with the needle attached (device stored with needle attached): possible. Patient has been without medication for two weeks (drug dose omission by device): possible patient continued injecting even after noticing repeated leaks (device use error): possible poviztra liquid leaked (device leakage): possible. Investigational result: name: novofine plus 4mm (32g); batch: re61780-2. A visual examination of the returned product was performed.during examination of the product, no irregularities related to the complaint were detected.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the batch documentation was reviewed.no abnormalities relating to the observed problem were found.the batch documentation had been reviewed and found to be normal. Name: poviztra flextouch 1.0 mg batch: rp5s827. The returned device was empty and the position of the rubber plunger suggesting that pen had been used to dose out the drug product. Once the device reached the end of content, it was not possible to select a dose and take a dose anymore. This was normal and does not imply any fault. However, with use of force it is possible to turn dial; the dial was harder to turn, the click sound was different than usual and no dose can be selected. This was not a fault but a safety feature in order to prevent the device from being damaged by force during use.no sign of leakage was observed.during examination of the product, no irregularities related to the complaint were detected.the complaint had been registered in the novo nordisk system and, when required, a medical evaluation was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.nonconformity-related documentation was examined. No irregularities recorded and therefore no further action.the batch documentation was reviewed and found okthe equipment log was reviewed and found oka reference sample was examined.no abnormalities relating to the observed problem were found.during investigation no irregularities related to the complaint was detected on a reference sample / reserve sample(s) of the batch in question.a reference sample was examined macroscopically and analysed chemically.the reference sample was found to be normal. The results were found to comply with specifications. Since last submission case has been updated with the following information: -investigation results updated for novofine plus 4mm and poviztra flextouch 1.0 mg. -device tab: is non-reportable and malfunction fields updated to no for novofine plus 4mm (32g). -malfunction updated for poviztra flextouch 1.0 mg. -device evaluation was ticked in m/w info; EU/ca tab: expected date of follow up removed for poviztra flextouch 1.0 mg. -EU/ca tab: expected date of follow up removed and final report was ticked, further investigation field was updated for novofine plus 4mm. -device addendum: annex b c d g codes updated for novofine plus 4mm and poviztra flextouch 1.0 mg. -CAPA comment updated in eol. -narrative updated accordingly. On 27-feb-2026 an amendment was performed. Since last submission, the following information has been amended: trulicity indication updated, seriousness of the events dizziness and weakness were unchecked, reporter causality was updated from unknown to possible for the events: feeling of despair, malaise, weakness, and dizziness with the suspect poviztra flextouch. Final manufacturer comment: 08-mar-2026: the poviztra flextouch device and novofine plus 4 mm needles suspected in this case were returned to novo nordisk for assessment. Initial inspection revealed that both products appeared normal, with no issues connected to the complaint identified. A review of the batch documentation showed no irregularities or anomalies associated with the reported problem; all records were found to be in order. The poviztra flextouch that was returned had been fully used, reaching its end of dose, which meant the mechanical function could not be evaluated. There were no signs of leakage, and no irregularities were observed during product examination. Similarly, investigations on reserve or reference samples from the same batch did not reveal any concerns linked to the complaint. It should be noted that product handling mistakes such as dosing by counting clicks, storing the device with the needle still attached, or rubbing the injection site post-injection can impact the dosage delivered. Feeling of despair is assessed as unlisted event according to the novo nordisk current ccds in poviztra flextouch. Both the needle and poviztra plextouch were normal, working as per the specifications. With available limited information, causality with poviztra flextouch is assessed as unlikely related. This single case report is not considered to change the current knowledge of the safety profile of poviztra flextouch. H3 continued: evaluation summary: name: novofine plus 4mm (32g); batch: re61780-2. A visual examination of the returned product was performed.during examination of the product, no irregularities related to the complaint were detected.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the batch documentation was reviewed.no abnormalities relating to the observed problem were found.the batch documentation had been reviewed and found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pen did not inject - liquid was not delivered into their body and remained outside [device failure]. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks [needle issue]. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body [wrong technique in device usage process]. Doctor prescribed poviztra for type 2 diabetes with 0.25 mg: 19 clicks; 0.50: 37 clicks; 1.00: 75 clicks and then prescribed 1.7 mg without completing 4 doses of 1 mg [off label use]. Stores the device with the needle attached [product storage error]. Patient has been without medication for two weeks [drug dose omission by device]. Patient continued injecting even after noticing repeated leaks [device use error]. Poviztra liquid leaked [device leakage]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "patient became desperate and devastated (feeling of despair)" beginning on (B)(6) 2025. They "became very unwell because they were without treatment for two weeks and that their entire treatment was disrupted due to the problem (unwell)" with an unspecified onset date, "pen did not inject - liquid was not delivered into their body and remained outside (device failure)" beginning on (B)(6) 2025. "Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak)" with an unspecified onset date, "patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body (wrong technique in device usage process)" beginning on (B)(6) 2026, "weakness (weakness)" with an unspecified onset date, "dizziness (dizziness)" with an unspecified onset date. "Doctor prescribed poviztra for type 2 diabetes with 0.25 mg: 19 clicks; 0.50: 37 clicks; 1.00: 75 clicks and then prescribed 1.7 mg without completing 4 doses of 1 mg (off label use)" beginning on (B)(6) 2025. "Stores the device with the needle attached (device stored with needle attached)" with an unspecified onset date. "Patient has been without medication for two weeks (drug dose omission by device)" beginning on (B)(6) 2026. "Patient continued injecting even after noticing repeated leaks (device use error)" with an unspecified onset date. "Poviztra liquid leaked (device leakage)"with an unspecified date and concerned a 62-year-old female patient who was treated with novofine plus 4 mm (32 g) (needle) from unknown start date for "device therapy". Poviztra flextouch 1.0 mg (semaglutide 1.34 mg/ml) from (B)(6) 2025 and ongoing for "type 2 diabetes". Patient's height: 158 cm. Patient's weight: 62 kg. Patient's bmi: 24.83576350. Dosage regimens: novofine plus 4 mm (32 g): poviztra flextouch 1.0 mg: on (B)(6) 2025 to not reported, not reported to not reported, not reported to not reported, (B)(6) 2026 to not reported (dosage regimen ongoing). Current condition: type 2 diabetes (duration not reported). Concomitant products included - trulicity (dulaglutide). Patient weight before using suspect poviztra was 66.67 kg. On an unknown date, patient became very unwell because they were without treatment for two weeks and that their entire treatment was disrupted due to the problem. The patient concerned because their physician had increased the dose to a stronger regimen: they were using 1 mg and the physician prescribed 1.7 mg without completing 4 doses of 1 mg. The medication was purchased at a pharmacy. Patient reported that poviztra appeared to be normal on visual inspection, in appearance yes, but does not have the technical skills to say if everything was in order. Patient believes so, since received high praise from the laboratory physician and proceeded correctly with the drug, according to the physician instructions, pharmaceutical company and package insert. Batch numbers: novofine plus 4 mm (32 g): re61780-2. Poviztra flextouch 1.0 mg: rp5s827, rp5s827, rp5s827, asku. Action taken to poviztra flextouch 1.0 mg was reported as drug discontinued temporarily. Current location of device: manufacturer. Period of use of device: unknown. The outcome for the event "patient became desperate and devastated (feeling of despair)" was not reported. The outcome for the event "became very unwell because they were without treatment for two weeks and that their entire treatment was disrupted due to the problem (unwell)" was not reported. The outcome for the event "pen did not inject - liquid was not delivered into their body and remained outside (device failure)" was not reported. The outcome for the event "liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak)" was not reported. The outcome for the event "patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body (wrong technique in device usage process)" was not reported. The outcome for the event "weakness (weakness)" was not reported. The outcome for the event "dizziness (dizziness)" was not reported. The outcome for the event "doctor prescribed poviztra for type 2 diabetes with 0.25mg: 19 clicks; 0.50: 37 clicks; 1.00: 75 clicks and then prescribed 1.7mg without completing 4 doses of 1mg (off label use)" was not reported. The outcome for the event "stores the device with the needle attached (device stored with needle attached)" was not reported. The outcome for the event "patient has been without medication for two weeks (drug dose omission by device)" was recovered. The outcome for the event "patient continued injecting even after noticing repeated leaks (device use error)" was not reported. The outcome for the event "poviztra liquid leaked (device leakage)" was not reported. Reporter's causality (novofine plus 4mm (32g)) - patient became desperate and devastated (feeling of despair): unknown. Became very unwell because they were without treatment for two weeks and that their entire treatment was disrupted due to the problem(unwell): unknown. Pen did not inject - liquid was not delivered into their body and remained outside (device failure): unknown. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak): unknown. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow en-ter their body (wrong technique in device usage process): unknown. Weakness (weakness): unknown. Dizziness (dizziness): unknown. Doctor prescribed poviztra for type 2 diabetes with 0.25mg: 19 clicks; 0.50: 37 clicks; 1.00: 75 clicks and then prescribed 1.7mg without completing 4 doses of 1mg (off label use): unknown. Stores the device with the needle attached (device stored with needle attached): unknown. Patient has been without medication for two weeks (drug dose omission by device): unknown. Patient continued injecting even after noticing repeated leaks (device use error): unknown. Poviztra liquid leaked (device leakage): unknown. Company's causality (novofine plus 4mm (32g)) - patient became desperate and devastated (feeling of despair): unlikely. Became very unwell because they were without treatment for two weeks and that their entire treatment was disrupted due to the problem (unwell): unlikely. Pen did not inject - liquid was not delivered into their body and remained outside (device failure): possible. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak): possible. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body (wrong technique in device usage process): possible. Weakness (weakness): unlikely. Dizziness (dizziness): unlikely. Doctor prescribed poviztra for type 2 diabetes with 0.25mg: 19 clicks; 0.50: 37 clicks; 1.00: 75 clicks and then prescribed 1.7mg without completing 4 doses of 1mg (off label use): possible. Stores the device with the needle attached (device stored with needle attached): possible. Patient has been without medication for two weeks (drug dose omission by device): possible. Patient continued injecting even after noticing repeated leaks (device use error): possible. Poviztra liquid leaked (device leakage): possible. Reporter's causality (poviztra flextouch 1.0 mg) - patient became desperate and devastated (feeling of despair): possible. Became very unwell because they were without treatment for two weeks and that their entire treatment was disrupted due to the problem(unwell): possible. Pen did not inject - liquid was not delivered into their body and remained outside (device failure): unknown. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak): unknown. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body (wrong technique in device usage process): unknown. Weakness (weakness): possible. Dizziness (dizziness): possible. Doctor prescribed poviztra for type 2 diabetes with 0.25mg: 19 clicks; 0.50: 37 clicks; 1.00: 75 clicks and then prescribed 1.7mg without completing 4 doses of 1mg (off label use): unknown. Stores the device with the needle attached (device stored with needle attached): unknown. Patient has been without medication for two weeks (drug dose omission by device): unknown. Patient continued injecting even after noticing repeated leaks (device use error): unknown. Poviztra liquid leaked (device leakage): unknown. Company's causality (poviztra flextouch 1.0 mg) - patient became desperate and devastated (feeling of despair): unlikely. Became very unwell because they were without treatment for two weeks and that their entire treatment was disrupted due to the problem(unwell): unlikely. Pen did not inject - liquid was not delivered into their body and remained outside (device failure): possible. Liquid leaks through the needle (twice with 19 clicks); once with 37 clicks (needle leak): possible. Patient began rubbing the liquid externally on their abdomen in an attempt for it to somehow enter their body (wrong technique in device usage process): possible. Weakness (weakness): possible. Dizziness (dizziness): possible. Doctor prescribed poviztra for type 2 diabetes with 0.25mg: 19 clicks; 0.50: 37 clicks; 1.00: 75 clicks and then prescribed 1.7mg without completing 4 doses of 1mg (off label use): possible. Stores the device with the needle attached (device stored with needle attached): possible. Patient has been without medication for two weeks (drug dose omission by device): possible. Patient continued injecting even after noticing repeated leaks (device use error): possible poviztra liquid leaked (device leakage): possible. Since last submission case has been updated with following information: device tab: device available for evaluation and returned to manufacturer on was updated. EU/ca tab: current location of device was updated to manufacturer. New dose 1.7mg was added for poviztra. New serious event unwell was added. Verbatim of event off label use was updated. Outcome of event drug dose omission by device was updated. Trulicity was added as concomitant. Action taken was updated. Weakness, dizziness, device leakage were added as events. Dosage regimen of suspect product was updated. Patient height and weight were added. Lab data was updated. Reporters causality updated for the events feeling of despair, unwell, weakness and dizziness. Narrative updated accordingly.